Event description:
Additional information was received from a manufacturer representative (rep) stating the cause of the pt losing therapeutic relief is due to the pt battling cancer and pain areas changing. Rep reprogrammed around the high impedance electrode. Issue resolved and physician informed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The reason for the call was the representative was with patient today for reprogramming. Representative interrogated the battery and checked all the patient's settings. When they exited out and got back in with the patient handset, it was not allowing them to increase stimulation at all on one of the groups, group a. Representative said they had one spot that had a high impedance, electrode 1 at 40k ohms, but nothing was programmed on that spot. Patient got 1.6 and 3.7 when they went to turn stimulation up after they exited the tablet. Representative was able to decrease the stimulation, but when they turned it down, it wouldn't allow them to turn it back up. Patient was sitting upright. Representative had patient lean forward or arch their back and test it again in a different body position, impedance ranged from 700-865 ohms for all electrodes except electrode 1. Technical services then asked the representative for the programmed parameters and they said group a, was programmed 1.6, 200 pulse width, 50hz, and 3.7, 170 pulse width, 300hz, using electrode 1+, 7+, 8- and 2-. As it turned out, the representative was using electrode 1, which she said she was not using at the start of the call. Issue was resolved after the representative took electrode 1 out of the programmed parameters. Patient lost therapeutic relief about a few weeks ago.